Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low"; specific value was not provided. Cause of low bg was not known. Customer's spouse administered "glucose gun" to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.